Event description:
It was reported patient was sent to the hospital due to respiratory distress and elevated renal labs after receiving three treatments on (B)(6) 2025 on the same console during the week. Medical intervention included intensive care unit (ICU) admission and dialysis treatment. Additionally, nurse reported the console seemed like it was not removing blood urea nitrogen (bun), and electrolytes were not clearing. Patient was stabilized after hospitalization and achieved clearance after receiving dialysis treatment on a different machine.

Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset field support engineer (fse) was dispatched to the customer site to further investigate the reported issue. Fse reviewed site system logs with a procedure date of (B)(6) 2025 and verified that console is operating normally, there was no issue found on internal or external parts of tablo. Due diligence was completed, and outset was not able to confirm causality due to lack of information. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.